Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported an over infusion of insulin and vancomycin. Due to the event, the patient required monitoring, but no additional medication was provided to the patient. There was no harm reported.

Event description:
It was reported that the rn set up the pump with insulin (100 units in 100ml). The pump was programmed to infuse insulin at 9 units/hr. (9ml/hr.). The rn went into patient room because pump was beeping. On arrival to room the bag of insulin was found empty, and the pump was alarming air-in line. The rn assessed the patient who was alert and oriented at the time with no complaints. Blood glucose was checked and was "still elevated." The physician was then made aware that patient received 100 units of insulin within 1.5-2 hours. The clinician reportedly checked the pump and verified that it was programmed correctly. It was reported that the patient also had vancomycin (2000mg/500ml) running at the same time, through a different IV site and channel. The clinician noted that on their investigation "the vancomycin settings and volume to be infused where incorrect as to what was programmed into the alaris pump originally." The event occurred in the emergency department. The patient was observed closely, and blood glucose levels were checked every 15 minutes. The event reportedly resulted in lengthened hospital stay.

Manufacturer narrative:
Omit : if other specify, e2403 - no clinical signs, symptoms or conditions, f26 - no health consequences or impact, b17 - device not returned, c20 - no findings available, d15 - cause not established. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the rn set up the pump with insulin (100 units in 100ml). The pump was programmed to infuse insulin at 9 units/hr. (9ml/hr.). The rn went into patient room because pump was beeping. On arrival to room the bag of insulin was found empty, and the pump was alarming air-in line. The rn assessed the patient who was alert and oriented at the time with no complaints. Blood glucose was checked and was "still elevated." The physician was then made aware that that patient received 100 units of insulin within 1.5-2 hours. The clinician reportedly checked the pump and verified that it was programmed correctly. It was reported that the patient also had vancomycin (2000mg/500ml) running at the same time, through a different IV site and channel. The clinician noted that on their investigation "the vancomycin settings and volume to be infused where incorrect as to what was programmed into the alaris pump originally." The event occurred in the emergency department. The patient was observed closely, and blood glucose levels were checked every 15 minutes. The event reportedly resulted in lengthened hospital stay. A copy of the medwatch report from FDA was received, which states, ¿patient ordered for insulin drip at 9units/hr with double nurse check. Nurse went into room where IV pump was alarming "air in line" and it was noted patient had received 100 units of insulin within 1.5-2 hours. The patient also had vancomycin running at the same time through a separate IV site and on another channel."

Manufacturer narrative:
Report source other # cont : (B)(4). Correction : report source other. Additional information : related report number grid.

Event description:
It was reported that the rn set up the pump with insulin (100 units in 100ml). The pump was programmed to infuse insulin at 9 units/hr. (9ml/hr.). The rn went into patient room because pump was beeping. On arrival to room the bag of insulin was found empty, and the pump was alarming air-in line. The rn assessed the patient who was alert and oriented at the time with no complaints. Blood glucose was checked and was "still elevated." The physician was then made aware that patient received 100 units of insulin within 1.5-2 hours. The clinician reportedly checked the pump and verified that it was programmed correctly. It was reported that the patient also had vancomycin (2000mg/500ml) running at the same time, through a different IV site and channel. The clinician noted that on their investigation "the vancomycin settings and volume to be infused where incorrect as to what was programmed into the alaris pump originally." The event occurred in the emergency department. The patient was observed closely, and blood glucose levels were checked every 15 minutes. The event reportedly resulted in lengthened hospital stay.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of insulin was not able to be confirmed via log analysis and could not be replicated during the device testing investigation. An infusion of insulin at 100unit/100ml was programmed and started on the date (B)(6) 2023 at the time of 11:54 am. The infusion rate was at 9ml/h and the volume to be infused (vtbi) set at 100ml. The infusion was performed on the suspect pump module s/n: (B)(6) (MFR report # 2016493-2023-252405). The insulin infusion was paused for ten minutes between the time of 12:43 pm and 12:53 pm and was restarted. The pump module alarmed for air-in-line (ail) at the time of 1:00 pm with a volume infused recorded at 8.455ml. The insulin infusion was restarted at 1:24 pm, the ail alarm returned and the pump module was turned off at 1:27 pm. The total volume infused for the insulin infusion was recorded at 8.715ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the insulin infusion that was programmed to infuse for approximately 11 hours was terminated early after only infusing for approximately 1 hour. The administration set was not received; therefore, it could not be inspected or tested. Per product labeling, the alaris system user manual (v9.33) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. A basic infusion (reported to be vancomycin) was initially programmed and started on the date (B)(6) 2023 at the time of 11:23 am. The infusion was performed on the suspect pump module s/n: (B)(6). The rate was set at 200ml/h and the vtbi set at 100ml. The infusion completed as programmed at the time of 11:53 am with a total volume infused recorded at 100.015ml. A new basic infusion was programmed and started on the pump module s/n: (B)(6) (MFR report # ) at the time of 11:58 am, with the rate set at 250ml/h and the vtbi at 1000ml. The pump module was turned off at 2:11 pm. The total volume infused was recorded at 525.179ml. The pcu event log review is not able to determine what was contained in the IV bag during the second basic infusion. This is not a function of a pcu event log; it can only reflect the infusion rate and vtbi information that was entered. Root cause: the root cause for the reported issue of an over infusion of insulin was not able to be identified during the investigation. The suspect pump module s/n: (B)(6) that was responsible for the infusion of insulin was found to be infusing within specification with no observances of unregulated flow occurring. The probable cause for the additional reporting of finding an infusion of vancomycin settings and vtbi programming different than the original programming is attributed to user programming (based on facilities reporting). However, the drug vancomycin could not be confirmed on the suspect pump module s/n: (B)(6) because all programming was performed as a basic infusion. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Report source other # cont : (B)(4). Correction : describe event or problem, FDA notified?, report source other. Additional information : report source.

Event description:
It was reported that the rn set up the pump with insulin (100 units in 100ml). The pump was programmed to infuse insulin at 9 units/hr. (9ml/hr.). The rn went into patient room because pump was beeping. On arrival to room the bag of insulin was found empty, and the pump was alarming air-in line. The rn assessed the patient who was alert and oriented at the time with no complaints. Blood glucose was checked and was "still elevated." The physician was then made aware that that patient received 100 units of insulin within 1.5-2 hours. The clinician reportedly checked the pump and verified that it was programmed correctly. It was reported that the patient also had vancomycin (2000mg/500ml) running at the same time, through a different IV site and channel. The clinician noted that on their investigation "the vancomycin settings and volume to be infused where incorrect as to what was programmed into the alaris pump originally." The event occurred in the emergency department. The patient was observed closely, and blood glucose levels were checked every 15 minutes. The event reportedly resulted in lengthened hospital stay. A copy of the medwatch report from FDA was received, which states, ¿patient ordered for insulin drip at 9units/hr with double nurse check. Nurse went into room where IV pump was alarming "air in line" and it was noted patient had received 100 units of insulin within 1.5-2 hours. The patient also had vancomycin running at the same time through a separate IV site and on another channel."